Manufacturer narrative:
The device was discarded, thus no investigation could be completed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A right atrial (ra) lead was present in the patient but was not targeted for extraction. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction. Using a spectranetics 14f glidelight laser sheath, the physician was able to advance the glidelight until halfway down the lead's proximal coil. Fluoroscopy showed the rv lead had scarred into the lateral wall of the superior vena cava (svc). When the physician applied traction to the lead, the entire svc shifted to a more medial position, and the lead would not come off the wall. The physician upsized to a 16f glidelight in order to advance further. The patient's blood pressure dropped; traction was released, blood pressure stabilized slightly, and extraction resumed, but the blood pressure dropped again. Rescue efforts began immediately, including rescue balloon, CPR, sternotomy and bypass. An svc perforation was identified and was successfully repaired with a bovine patch. The extraction continued to remove the rv lead rather than opening the heart structure to remove. The physician used a spectranetics 13f tightrail rotating dilator sheath, meeting stalled progression halfway down the lead's distal coil. The 16f glidelight was used and the rv lead was successfully extracted. The patient survived the procedure and repair of the perforation; however, he died 3 days post procedure. This report captures the 16f glidelight in use when the svc perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.